Event description:
Philips received a complaint by the customer on the v60 indicating that there was a high leak alarm that could not be cleared. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The device was removed from service. The customer called technical support to report that there was a high leak alarm that could not be cleared and requested troubleshooting assistance as the biomedical engineer (bme) was not able to verify the issue. The remote service engineer (rse) advised the customer on resetting the device to default settings. The investigation is ongoing.

Manufacturer narrative:
The customer called technical support to report that there was a high leak alarm that could not be cleared and requested troubleshooting assistance as the biomedical engineer (bme) was not able to verify the issue. The remote service engineer (rse) advised the customer on resetting the device to default settings. Multiple attempts have been made to try to obtain further information about this case, but no response was received from the customer. This file is closed and can be reopened if new information becomes available.